Event description:
Procedure: end to end anastomosis, small bowel. According to the reporter: on the second firing to close the insertion hole, some staples did not form properly. The tissue was resected and two cartridges were fired for anastomosis and closure. However, malformed/unformed staples were produced on both firings. The surgeon oversewed the incomplete staple line. Blood loss was reported as under 200cc. Pt status reported as under observation.

Manufacturer narrative:
Initial report sent to FDA on 06/24/2008.